Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, recurring/ pain in the left') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included lumbago in 2007, allergic sinusitis in 2007, cystitis in 2006, vaginal delivery (in (B)(6)) and allergic reaction to analgesics (to aspirin). Previously administered products included for an unreported indication: oral contraceptive nos and mirena. Past adverse reactions to the above products included device intolerance with mirena. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain") and dyspepsia ("epigastric burns"), 1 month 12 days after insertion of essure. In 2013, the patient experienced functional gastrointestinal disorder ("functional colopathy"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion intervention required). On (B)(6) 2018, the patient experienced abdominal pain upper ("pain in left hypochondrium"). On (B)(6) 2019, the patient experienced flank pain ("pain in left lumbar fossa, spreading to the belly"). On (B)(6) 2019, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced headache ("headache"), asthenia ("increase of asthenia") and arthralgia ("neck and joint pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. In (B)(6) 2011, the dyspepsia had resolved. At the time of the report, the pelvic pain, abdominal pain, flank pain, headache, adenomyosis, asthenia, arthralgia, functional gastrointestinal disorder and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, adenomyosis, arthralgia, asthenia, dyspepsia, flank pain, functional gastrointestinal disorder, headache and pelvic pain to be related to essure. The reporter commented: hysterectomy due to adenomyosis associated with adverse events with a potential causal relationship with essure. Afterwards, and helped by osteopathy sessions, the patient was relieved (no more tensions in muscle). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2019: no pathology, possible polyfibromatoses uterus. Hysteroscopy - on (B)(6) 2011: insertion details: 4 coils on the right, 3 on the left, unremarkable postoperative course. Magnetic resonance imaging abdominal - on (B)(6) 2019: inactive diffuse adenomyosis. Ultrasound abdomen - on (B)(6) 2018: done due to pain in left hypochondrium, normal; on (B)(6) 2019: done due to pain in left lumbar fossa, benign cyst of 15mm on the left kidney. Ultrasound pelvis - on (B)(6) 2013: done due to pelvic pain, without findings; on (B)(6) 2015: normal; on (B)(6) 2016: done due to pelvic pain, normal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, recurring/ pain in the left') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included lumbago in 2007, allergic sinusitis in 2007, cystitis in 2006, vaginal delivery (in 1998, 2001 and 2004) and allergic reaction to analgesics (to aspirin). Previously administered products included for an unreported indication: mirena in 2004 and oral contraceptive nos. Past adverse reactions to the above products included device intolerance with mirena. Family history included stomach cancer (her mother (56 years old) and maternal father's (60 years old)). In 2011, the patient experienced asthenia ("increase of asthenia") and arthralgia ("neck and joint pain"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain") and dyspepsia ("epigastric burns"), 1 month 12 days after insertion of essure. On (B)(6) 2011, the patient experienced abdominal pain upper ("pain in left hypochondrium / stomach aches"). In 2013, the patient experienced functional gastrointestinal disorder ("functional colopathy"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion intervention required). On (B)(6) 2019, the patient experienced flank pain ("pain in left lumbar fossa, spreading to the belly"). On (B)(6) 2019, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced headache ("headache"). The patient was treated with several osteopathy sessions between 2016 and (B)(6) 2021 and surgery (hysterectomy). Essure was removed on (B)(6) 2020. In (B)(6) 2011, the dyspepsia had resolved. At the time of the report, the pelvic pain, abdominal pain, flank pain, headache, adenomyosis, asthenia, arthralgia, functional gastrointestinal disorder and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, adenomyosis, arthralgia, asthenia, dyspepsia, flank pain, functional gastrointestinal disorder, headache and pelvic pain to be related to essure. The reporter commented: hysterectomy due to adenomyosis associated with adverse events with a potential causal relationship with essure. Afterwards, and helped by osteopathy sessions, the patient was relieved (no more tensions in muscle). Since the placement of essure (according to the patient), pains appeared mainly on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2019: no pathology, possible polyfibromatous uterus. Hysterosalpingogram - on (B)(6) 2011: essure was in a correct placement. Hysteroscopy - on (B)(6) 2011: insertion details: 4 coils on the right, 3 on the left, unremarkable postoperative course. Magnetic resonance imaging abdominal - on (B)(6) 2013: diffuse adenomyosis; on (B)(6) 2019: inactive diffuse adenomyosis. Pathology test - on (B)(6) 2020: the tubes are appreciably normal, except for the presence of small vestigial serous cysts. Conclusion: adenomyosis. Ultrasound abdomen - on (B)(6) 2011: severity of the left hypochondrium; no major anomalies; on (B)(6) 2018: no abnormality was reported; on (B)(6) 2019: done due to pain in left lumbar fossa, benign cyst of 15mm on the left kidney. Ultrasound pelvis - on (B)(6) 2013: done due to pelvic pain, without findings; on (B)(6) 2015: normal; on (B)(6) 2016: no abnormality was reported. In addition, correct placement of essure was observed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: the case will be deleted from bayer pv database. Nullification reason: this case was identified as duplicate all information will be transfere to remain case (B)(4). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, recurring/ pain in the left') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included lumbago in 2007, allergic sinusitis in 2007, cystitis in 2006, vaginal delivery (in 1998, 2001 and 2004) and allergic reaction to analgesics (to aspirin). Previously administered products included for an unreported indication: mirena in 2004 and oral contraceptive nos. Past adverse reactions to the above products included device intolerance with mirena. Family history included stomach cancer (her mother (56 years old) and maternal father's (60 years old)). In 2011, the patient experienced asthenia ("increase of asthenia") and arthralgia ("neck and joint pain"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain") and dyspepsia ("epigastric burns"), 1 month 12 days after insertion of essure. On (B)(6) 2011, the patient experienced abdominal pain upper ("pain in left hypochondrium / stomach aches"). In 2013, the patient experienced functional gastrointestinal disorder ("functional colopathy"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion intervention required). On (B)(6) 2019, the patient experienced flank pain ("pain in left lumbar fossa, spreading to the belly"). On (B)(6) 2019, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced headache ("headache"). The patient was treated with several osteopathy sessions between 2016 and (B)(6) 2021 and surgery (hysterectomy). Essure was removed on (B)(6) 2020. In (B)(6) 2011, the dyspepsia had resolved. At the time of the report, the pelvic pain, abdominal pain, flank pain, headache, adenomyosis, asthenia, arthralgia, functional gastrointestinal disorder and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, adenomyosis, arthralgia, asthenia, dyspepsia, flank pain, functional gastrointestinal disorder, headache and pelvic pain to be related to essure. The reporter commented: hysterectomy due to adenomyosis associated with adverse events with a potential causal relationship with essure. Afterwards, and helped by osteopathy sessions, the patient was relieved (no more tensions in muscle). Since the placement of essure (according to the patient), pains appeared mainly on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2019: no pathology, possible polyfibromatous uterus. Hysterosalpingogram - on (B)(6) 2011: essure was in a correct placement. Hysteroscopy - on (B)(6) 2011: insertion details: 4 coils on the right, 3 on the left, unremarkable postoperative course. Magnetic resonance imaging abdominal - on (B)(6) 2013: diffuse adenomyosis; on (B)(6) 2019: inactive diffuse adenomyosis. Pathology test - on (B)(6) 2020: the tubes are appreciably normal, except for the presence of small vestigial serous cysts. Conclusion: adenomyosis. Ultrasound abdomen - on (B)(6) 2011: severity of the left hypochondrium; no major anomalies; on (B)(6) 2018: no abnormality was reported; on (B)(6) 2019: done due to pain in left lumbar fossa, benign cyst of 15mm on the left kidney. Ultrasound pelvis - on (B)(6) 2013: done due to pelvic pain, without findings; on (B)(6) 2015: normal; on (B)(6) 2016: no abnormality was reported. In addition, correct placement of essure was observed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, recurring/ pain in the left') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included lumbago in 2007, allergic sinusitis in 2007, cystitis in 2006, vaginal delivery (in 1998, 2001 and 2004) and allergic reaction to analgesics (to aspirin). Previously administered products included for an unreported indication: mirena in 2004 and oral contraceptive nos. Past adverse reactions to the above products included device intolerance with mirena. Family history included stomach cancer (her mother (56 years old) and maternal father's (60 years old)). In 2011, the patient experienced asthenia ("increase of asthenia") and arthralgia ("neck and joint pain"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain") and dyspepsia ("epigastric burns"), 1 month 12 days after insertion of essure. On(B)(6) 2011, the patient experienced abdominal pain upper ("pain in left hypochondrium / stomach aches"). In 2013, the patient experienced functional gastrointestinal disorder ("functional colopathy"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion intervention required). On(B)(6) 2019, the patient experienced flank pain ("pain in left lumbar fossa, spreading to the belly"). On (B)(6) 2019, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced headache ("headache"). The patient was treated with several osteopathy sessions between 2016 and (B)(6) 2021 and surgery (hysterectomy). Essure was removed on (B)(6) 2020. In (B)(6) 2011, the dyspepsia had resolved. At the time of the report, the pelvic pain, abdominal pain, flank pain, headache, adenomyosis, asthenia, arthralgia, functional gastrointestinal disorder and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, adenomyosis, arthralgia, asthenia, dyspepsia, flank pain, functional gastrointestinal disorder, headache and pelvic pain to be related to essure. The reporter commented: hysterectomy due to adenomyosis associated with adverse events with a potential causal relationship with essure. Afterwards, and helped by osteopathy sessions, the patient was relieved (no more tensions in muscle). Since the placement of essure (according to the patient), pains appeared mainly on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2019: no pathology, possible polyfibromatous uterus. Hysterosalpingogram - on (B)(6) 2011: essure was in a correct placement. Hysteroscopy - on (B)(6) 2011: insertion details: 4 coils on the right, 3 on the left, unremarkable postoperative course. Magnetic resonance imaging abdominal - on (B)(6) 2013: diffuse adenomyosis; on (B)(6) 2019: inactive diffuse adenomyosis. Pathology test - on (B)(6) 2020: the tubes are appreciably normal, except for the presence of small vestigial serous cysts. Conclusion: adenomyosis. Ultrasound abdomen - on (B)(6) -2011: severity of the left hypochondrium; no major anomalies; on (B)(6) 2018: no abnormality was reported; on (B)(6) 2019: done due to pain in left lumbar fossa, benign cyst of 15mm on the left kidney. Ultrasound pelvis - on (B)(6) 2013: done due to pelvic pain, without findings; on (B)(6) 2015: normal; on (B)(6) 2016: no abnormality was reported. In addition, correct placement of essure was observed. Most recent follow-up information incorporated above includes: on 14-jun-2021: new informations provided: family history, lab datas and the onset date for adverse events: increase of asthenia, neck and joint pain and pain in left hypochondrium were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.